Event description:
Patient reported "breast [prostheses] needed to be replace due to the rupture of the left prosthesis, with pain and change in the shape of the affected breast." "Patient complaining of pain on movement on the left side and alteration of furmate. Breast was softer and less projected." "Nodule in the left breast" was shown via MRI. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Health effect - impact code continued: f2203 - imaging required a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, visibility/palpability, inflammation/irritation, lump/nodule.